Manufacturer narrative:
Additional information was received that the valve was removed from the patient and that the product will be returned.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the certas valve (ID 828806 - certas inlin vlv sphn/unit cat) was implanted by lp-shunt. The initial implant date and the initial setting are unknown. As the clinical symptoms for hydrocephalus became worse, the setting was changed to one (1). However, the symptoms hadn't changed. When the shunt contrast was performed, contrast was flowed to the lumbar side and abdominal cavity side slowly. The physician tried to collect csf by needing the chamber but he felt resistance. On (B)(6) 2019, it was confirmed by x-ray that the setting was one (1). Then it was suspected the obstruction with lumbar side. A shunt revision is planned if the clinical symptoms for hydrocephalus doesn't improve. The patient is following -up.

Manufacturer narrative:
Sample was received for evaluation. The position of the cam when valve was received was at setting 1. The valve was visually inspected; needle holes in the needle chamber were noted. The valve was hydrated per internal procedure. The valve was tested for programming according to internal procedure. The valve passed the test. The valve was flushed per internal procedure the valve passed the test no occlusion was noted. The valve was leak tested per internal procedure, only leaked from the needle holes in the needle chamber. The valve was reflux tested per internal procedure. The valve passed the test. The siphon guard was tested per internal procedure. The valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested according to test method internal procedure, the valve passed the test. No root cause could be determined as the technician was unable to confirm the problem reported by the customer. No lot information was provided therefore no manufacturing records could be reviewed. Based on the results of the investigation, the reported issue not confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.